Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level 480 mg/dl. Customer as treated with insulin pump. Customer stated that the insulin pump had insulin flow block alarm. Customer did high pressure test and the result had insulin pump had insulin flow block alarm. Customer alleging insulin pump for under delivering because customer had high blood glucose level. Customer stated that there was no air bubble and leak. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.